Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure due to the reported external mechanical impact seems likely. However, to determine an exact root casue device investigation of the explanted device would be necessary. No information on further steps has been received despite requested.

Event description:
The user's hearing performance with the device is affected after an accident. Further medical intervention is currently unknown as the user did not attend the last appointment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after an accident. The user will try a hearing aid, since improvements in air conduction hearing were reportedly achieved with the operation of the vorp implant and bell coupler. The user will come back to the clinic on (B)(6) 2024 to discuss the issue further.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The observed trauma might have contributed to the reported issue. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected after a trauma.the user has been re-implanted with a new device.